Event description:
During a regular follow up, this device was showing eri. We were not notified of any intervention.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eri, as mentioned in the complaint description.the memory content of the device was inspected. A number of 135 charging cycles was documented. The inspection revealed that more than 80 charging cycles, at least 60 of which resulted in shock deliveries, occurred on (B)(6) 2018 due to the detection of vf episodes, caused exclusively by intrinsic heart signals. The inspection revealed a normal and expected device behavior. There was no indication of a device malfunction.the amount of charge taken from the battery was verified. The battery condition was found to be as anticipated.next, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. The specified energy level was reached.in conclusion, the ICD was fully functional. The battery status eri was as expected.